Event description:
Account reports one incident in which the tubing 'snapped above" the luer lock device. Reporter stated fluid leakage occurred, though there was no patient compromise. Per written info included with sample, "this involved a 72 year old male with congestive heart failure. The patient's IV had been started and IV tubing connected to the IV. Some fluid leakage followed by blood leakage was noted under the dressing. Upon inspection, the IV tubing had broken off approximately one inch above the hub connection. New IV tubing was then utilized and the patient suffered no adverse outcome.